Event description:
Patient reported left side "the last few months I have notice my implants are become loose and empty. I can see the implant in my skin, and I can feel the edge of the implant underneath which I could not before. When I touch them its like pressing a popper and it stays down and pops back as if they have leaked", "can feel the gel and its extremely disturbing and uncomfortable", and "I¿m extremely concerned".the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are become loose and empty, can feel the edge of the implant underneath, touch them its like pressing a popper and it stays down and pops back as if they have leaked".

Event description:
Patient reported left side "the last few months I have notice my implants are become loose and empty. I can see the implant in my skin, and I can feel the edge of the implant underneath which I could not before. When I touch them its like pressing a popper and it stays down and pops back as if they have leaked", "can feel the gel and its extremely disturbing and uncomfortable", and "I¿m extremely concerned".the device has been explanted.